Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the doctor noticed that the polyaxial head of the matrix-pop-on screw had come off post-operatively. The devices were used at an operation for lumbar disc herniation on (B)(6) 2014. After the operation, during outpatient visit, the doctor noticed that the polyaxial head of the matrix-pop-on screw had come off, while x-raying the patient. It may have been that the polyaxial head was not fixed firmly enough, during the operation. Since facet still remains, a re-operation will not be done and the doctor will follow-up on the patient¿s condition. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Event date: unknown. Additional product codes: mnh, mni, kwq, kwp. Device has not been explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.